Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump rejects delivering insulin also insulin was squirts during priming. Customer's blood glucose value was unknown. Customer stated that insulin pump received couple unexplained no delivery alarms also scratches on screen. Customer also stated that insulin pump rejected new batteries few times also did not always power on when changes battery. The device will not be return for analysis.